Manufacturer narrative:
Device evaluation: the device related to the reported event of rupture was received on (B)(6) 2021 with lot number 3139968. Analysis of the returned device identified: opening extended on posterior, red particles in the shell and weight to the spec. A visual and microscopic analysis was performed which identified: sharp opening on posterior. A dimension measurement in the shell was performed which identify the thickness within specification based on the device analysis the final assessment is: a sharp opening on posterior assessed as an unidentified (tear) opening.

Event description:
Physician reports rupture. This relates to the right device. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. Allergan is not requesting the device return at this time due to global safety concerns associated with covid-19.

Event description:
Physician reports rupture. This relates to the right device. Device has been explanted.